Event description:
The customer received a questionable hemoglobin a1c result for one patient sample. The initial result was 7.6% and was reported outside the laboratory. On (B)(6) 2014, the physician questioned the result and the sample was repeated. The repeat result was 5.22%. The repeat result was believed to be correct. The patient was not adversely affected. The reagent lot number and expiration date were requested, but were not provided. The field service representative found the sample flow check was low and replaced the sample probe. He performed a check test for accuracy and precision. All results were acceptable.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.